Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury? Yes"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vag. Discharge-interpreted as vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea,"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)-interpreted as hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, psychological trauma, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, nausea, migraine, headache, visual impairment, weight increased and weight decreased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for pain,psychiatric injury,migration,bladder/urinary problems,other injury medical leave related to essure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received:case became incident. Patient date of birth added. Reporter details updated. Event injury nos has been updated and new event ¿dyspareunia (painful sexual intercourse), dysmenorrhoea,pelvic pain,abdominal pain,menorrhagia, psychological trauma,migration,bladder infection,bladder problems, urinary problems,vaginal discharge, dental problems, fatigue ,nausea, migraines, headaches, vision problems, weight gain, weight loss, device monitoring procedure not performed¿ added. Product stop date added. Outcome of event pain,bleeding added as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.